Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment. The insulin pump p-cap test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. Customer stated that contacts on battery cap were missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.